Event description:
Customer reported the footswitch is inoperable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the footswitch. System operates as intended.